Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open irritation under his left breast. Nursing staff placed a dressing over the irritation and began changing the patient's garment more frequently. Follow-up indicated that the irritation was improving.